Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was inserted, and grasping was performed. However, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.